Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to minor instability and pain. A 28 +4 metal head and system 12 liner were revised to a 32mm biolox head with +4 sleeve and a system 12 10° liner. Rep confirmed that no further information will be released by the hospital or surgeon.